Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in used condition with front and rear housing scratched and the lock worn. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. Test executed with test device pm- 1024: flow rate: 29,60ml/h. And device passed. Investigation unable to confirm customer reported problem. According to the investigation no problems were found with the pump delivery accuracy tests performed and the pump was found to be delivering properly and within specification (flow rate: 29,60 ml/h). The pump passed all tests and was found operated properly. No further actions were taken.

Manufacturer narrative:
User facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical pump was over infusing. The infusions are finishing earlier then expected. There were no reported adverse events.